Event description:
The doctor claims that after implanting the graft on 11/10/1998, for an above-knee femoro-popliteal bypass, the patient did well for three or four days, but then developed a [huge] swelling in the thigh ( the distal swelling which would be anticipated for this type of surgery did not occur), a [mild] temperature elevation, but no drainage. The doctor believed it to be an allergic reaction, so it was not treated and has resolved. The doctor has stated that the exact cause of this event is unknown.